Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference, or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 63, and 78 mg/dl fasting and 71 mg/dl non-fasting. The customer¿s expected fasting blood glucose test result range is 120 -130 mg/dl; expected non-fasting range was not provided. The customer feels well, and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 90 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/27/2022, and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: result 1: 63mg/dl; date: (B)(6) 2020; time: 12:43am; fasting. Result 2: 78mg/dl; date: (B)(6) 2020; time: 12:42am; fasting. Result 3: 95mg/dl; date:(B)(6) 2020; time: 12:23am; fasting. Result 4: 138mg/dl; date: (B)(6) 2020; time: 2:06pm; non-fasting. Result 5: 71mg/dl; date: (B)(6) 2020; time: 3:07am; non-fasting.